Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA case: (B)(4). Lh rev is associated with this case. The serial number: (B)(6) is confirmed to be a part of recall number: z-1732-2022. It was reported that approximately 118 months after a right total hip replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Please disregard initial report as it has been determined that this event was reported in error as there have been no allegations made against the patient's right-side devices.